Event description:
It was reported that caller experienced minimum fill notification when attempting to load pump cartridge, despite having sufficient usable insulin in cartridge. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case, cleaned pneumatic area as instructed, reloaded same cartridge without success, then followed technical support guidance to fill and load new cartridge using proper technique, which resolved issue and allowed customer to successfully load cartridge and resume insulin delivery.